Manufacturer narrative:
(B)(4). Batch #: t40395. Investigation summary the analysis results found that the bcd10 device was returned with the cotton tip loose and with dry body fluid. Upon evaluation, evidence of adhesive was found on the tip of the shaft and the cotton appears to have been pulled off. No conclusion could be reached as to what may have caused the reported incident. The complaint was confirmed. It is possible that the damage to the device was due to an improper handling of the device. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the tip of cherry dissector fell off. It is unknown how the procedure was completed. Patient consequence was not reported.